Manufacturer narrative:
Continuation of d11: 6935m62 lead implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported their implantable cardioverter defibrillator (ICD) battery longevity was lower than expected compared to their previous implanted devices. It was further reported that after a technical consultation, the ICD longevity was noted to be correct in the context of newly programmed high outputs on the right atrial (ra) lead. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.